Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an unknown system error. This was observed after hanging a new bag of milrinone during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Date received by MFR should be 02/25/2025 and not 03/03/2025 which was in the initial report. Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. The device was tested at the user facility for downstreamocclusion detection, upstream occlusion detection and flow rate accuracy with passing results. Should additional relevant information become available, a supplemental report will be submitted.